Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display and that the customer experienced high blood glucose levels. The blood glucose reading was 425 mg/dl at the time of the event. The customer's friend stated that the customer was stressing out because he had changed the battery and then the device would not turn on. She stated it took 4 battery changes to get it to turn back on. The device and customer were not available to troubleshoot; advised the caller that a replacement battery cap would be sent. The blood glucose reading at the time of the call was 225 mg/dl. Nothing further reported.